Event description:
Device report from switzerland reports an event as follows: it was reported that on an unknown date, the operator had difficulty unscrewing and then screwing back the small lateral screw of the handle that allows removal or holding of the tip. This was attempted with five devices. In some instances, it was impossible, as if the screw was seized. This was later attempted without a surgical glove and without an in-progress surgery. The sterilization department put oil, cleaned and unscrewed the handles with a screwdriver, but by hand it was impossible to function normally. There was no reported patient consequence. This report is for a handle w/valve. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: date of event is an unknown: date in 2022. Device is not distributed in the united states, but is similar to device marketed in the USA. Part: 600.100. Lot: 278p062. Manufacturing site: (B)(4). Release to warehouse date: 24 august 2021 a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.